Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by loss of appetite. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. Treatment for the peritonitis event was not reported. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.